Manufacturer narrative:
A3a: correction. B3: correction. H3/h6: one unit was received for evaluation in used condition. No visual defects were identified. Functional testing was performed and a free flow was observed. There was no fault identified with the returned product. The reported alarm issue was not confirmed. A lot history review was performed and no nonconformance's were identified.

Manufacturer narrative:
H3/h6: no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes reported a line blocked alarm. Attempted to resolve with current cassette and infusion set, the alarm recurred. Ultimately the customer resolved with new cassette and new infusion set. The outcome of the event is resolved. The operator of the device was the lay user/patient. There was no patient injury.

Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture